Manufacturer narrative:
E1: reporting address state:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the buttons were not working. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the buttons were not working. Based on the information provided, the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.